Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter phone#: (B)(6). G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd facslyric¿ carryover involving patient samples was observed. The following information was reported by the initial reporter: 1.were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2.: carryover between patient samples. 1.did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required: no. We still have a weak cd45 negative cell population detectable. We only measured pbs in two tubes and cells are still detectable here.

Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue of contamination - carry over was confirmed. Investigation results that were performed on the indicated failure mode were the following: performed several attempts of flushing the system multiple times, recalibration of the manual needle position and the loader positions. A return sample was not requested for evaluation as the complaint was confirmed through other elements of the investigation. Potential cause was due to a worn and dirty sample injection tube and issue was resolved after replacement. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that during use of the bd facslyric¿ carryover involving patient samples was observed. The following information was reported by the initial reporter: 1.were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2.: carryover between patient samples. 1.did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required: no. We still have a weak cd45 negative cell population detectable. We only measured pbs in two tubes and cells are still detectable here.

Event description:
It was reported that during use of the bd facslyric¿ carryover involving patient samples was observed. The following information was reported by the initial reporter: 1.were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2.: carryover between patient samples. 1.did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required: no. We still have a weak cd45 negative cell population detectable. We only measured pbs in two tubes and cells are still detectable here.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. H.1. Imdrf annex a grid changed from a0908 to a1801- contamination.